Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. It was reported that the ventilator failed both the internal leakage test and the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator on-site. During troubleshooting, the pre-use check failed the internal leakage test and the pressure transducer test. To address the issue, the inlet end pipe was cleaned, and one of the pressure transducer printed circuit board (pcb) was replaced. After cleaning and replacement, the ventilator passed all calibration, functional, and safety tests and was returned to the customer for clinical use. The provided device logs also confirm the failed tests during troubleshooting. Pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The replaced pressure transducer pcb was returned for further investigation. Simulated use testing of the returned pcb confirmed the reported failures, as the pre-use check failed not only both the internal leakage test and the pressure transducer test, but also the safety valve test. Visual inspection revealed significant dust/contamination accumulation around the connector pins and on and beside the pressure sensor. When measuring the zero-pressure voltage using a multimeter, a clear deviation was confirmed, indicating a malfunction of the returned sensor. The wheatstone bridge for the pressure sensor was also measured, revealing a substantial drift. A microscopic investigation identified large particles of dust on the membrane inside the pressure sensors' cavity, which is likely a cause to the pressure sensor malfunction. Our conclusion is that the replaced pressure transducer pcb was identified as the cause of the failure. No root cause has been established for this reported issue. Nevertheless, the most likely cause of the reported problem is either the ingress of dust into the pressure sensor's cavity or that the pressure sensor is defective due to the drift and imbalance measured. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).